Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was tested on an in-house system, where it successfully passed both the recognition and engagement tests. Additionally, the instrument was found to have a loose grip cable at the grip hub. It failed the intuitive imprecise motion test as well as the clip test. A visual inspection of the backend revealed no evidence of a cracked clamping pulley, input disk, or input shaft that could have contributed to the loose cable. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The probable root cause of the loose grip cable and the clip testing failure is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument was not connecting. The procedure was completed with no reported injury.